Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device malfunction: balloon rupture. It was reported that the balloon on the device ruptured at normal pressure. A powersail was used to complete the procedure. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. The pt anatomy was not described in the case details, which may have aided the investigation. Without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.